Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the device was set to 150 ml or less it stated "motor not running" error. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked top, bottom, and plunger case. There was a ¿motor not running¿ alarm in the event history log. Functional testing was unable to duplicate the reported problem. The root cause was unable to be established. As a preventative measure the stepper motor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.